Manufacturer narrative:
Serial number: unknown, information was requested but not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Unique identifier (UDI) number: unknown, as the serial number was not provided. Device evaluated by MFR: the intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the left eye, the patient experienced decreased quality of vision, everything was hazy, and the patient "sees clouds in the vision that came into view and then move out of view causing the vision to get even worse than at baseline." The patient also experienced halos at night. The patient was never happy since day one post-op. The doctor diagnosed the patient with multifocal intolerance. The patient had an iol exchange, and another johnson & johnson iol was implanted as replacement (different model, ar40e, same diopter). A planned vitrectomy was also performed. There was improvement in the quality of the vision for the patient after the exchange. The iol was discarded. No further information is available. Through follow ups with the account, it was learned that they exchanged the lens in the left eye of the patient twice. This MDR report captures the initial explant event. A separate report has already been submitted for the second explant event.